Event description:
Hand assisted lap nephrectomy performed for a renal cell mass. Surgeon reports that the stapler misfired and the renal artery was severed. Repair done intraoperatively but pt had to return to surgery. Pt had 2 add'l surgeries and developed ischemic bowel and died on (B)(6) 2012.